Manufacturer narrative:
(B)(4). One lf5544 ligasure device was received for evaluation, and examination of the received sample confirmed the reported issue. Visual inspection found the knife is trapped and contained within the jaws, which would cause regrasp alarms as well as difficulty opening. Review of the device history records for this lot found no potentially contributing factors, and no trend is associated with this complaint. The investigation identified the root cause of the issue as customer misuse. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Tissue found in the webbing may have also contributed to the issue during use, and is caused by inadequate cleaning. IFU included with this product states: do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. Gently pull the cutting trigger to engage the cutting mechanism. Confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. It also recommends cleaning the jaws as needed with a piece of wet gauze to help minimize tissue build-up between the jaws.

Event description:
The customer reported that during a gastrectomy, the device stopped functioning and multiple alarm tones were heard when activated. No patient injury occurred or medical intervention reported. Inspection of the received device on july 11, 2016 found the jaws had jammed closed.